Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the malfunction alarm was cleared and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level.